Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g4, g7, h10 DHR-review: ref#: 2884 lot#: 2029079 - yield: 10 - delivered: 10 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend has been identified. Event description: it was reported that the patient was initially implanted with an unknown total hip prosthesis on the right hip side which was explanted in (B)(6) 2002 due to septic loosening. The patient was reimplanted on (B)(6) 2002 with a zimmer biomet total hip prothesis on the right hip side and was revised again on (B)(6) 2004 due to infection and cup loosening. Review of received data: - multiple x-rays have been received. However, review of x-rays will not enhance investigation as the medical records confirm cup loosening and infection. Of note, loosening is a known sequela of infection due to local inflammatory response that results in bone resorption. - implantation report dated (B)(6) 2002: diagnosis: girdlestone right hip side with spacer after explantation in (B)(6) 2002 due to septic loosening procedure: reimplantation of a total hip prosthesis with debrdement and synovektomy no signs of an acute inflammation. Base of the acetabular cup found to be very thin. Milled to size 58. Lamina interna is already broken through. At the caudal side approximately 1cm of the lamina interna is removed. Milled until size 68. Screws of the cup are placed and find good resistance. No attention is paid that the cup is screwed in until reaching the base of the acetabular cup. Clinically the impression is archieved of reaching a cup opening angle of 45°. Implantation of stem and femoral head. - surgical report of debridement dated (B)(6) 2002: diagnosis: suspcected infected hematoma on the distal area of the scar of the right thigh procedure: revision of scar and debridement no inflammated tissue found. - revision report dated (B)(6) 2000: diagnosis: infection and cup loosening. Procedure: girdlestone symptom, removal of implants cup found to be slightly loosened. Trochanter major dorsally only recognizable as a larger bone flake, ventrally and dorsally not existent anymore. In this area only soft tissue is in contact wiht the titan. Osteotomy along the stem. Stem is removed with great effort. No obvious signs of osseointegration on the explanted stem. Septic loosening of the cup seems likley. Anterior acetabuar cup rim almost not existent anymore and caudally osteolysis is detected. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - sterilization certificates reviewed on: 13-feb-2020 conclusion summary: it was reported that the patient was intially implanted with an unknown total hip prosthesis on the right hip side which was explanted in (B)(6) 2002 due to septic loosening. The patient was reimplanted on (B)(6) 2002 with a zimmer biomet total hip prothesis on the right hip side and was revised again on (B)(6) 2004 due to infection and cup loosening. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production for the known lot numbers. The investigation results did not identify a non-conformance or a complaint out of box (coob). No lab results have been received, therefore the nature of the infection cannot be investigated. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificates of the affected known lots have been reviewed and was found to be according to specification. Moreover, no trend on infection has been observed for these part or lot numbers. Therefore, it is highly unlikely that a disadvantageous product design or processing favored or contributed to the infection. However, the IFU for femoral stems and acetabular cups state that early or late infections are possible side effects and should be considered when implanting zimmer biomet devices. Nevertheless, an infection can have numerous root causes. Possible causes of infection include wrong handling of device due to wrong information, wrong re-sterilization procedures for sterile delivered parts or packaging failure during transportation. Additionally the patient's medical history might have contributed to the infection. Implant loosening is a known sequela of infection due to local inflammatory response that results in bone resorption based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-0532470. The following reports are associated with this event: 0009613350-2019-00508-2 0009613350-2019-00611-1 0009613350-2019-00612-1.

Event description:
Investigation done.

Manufacturer narrative:
Medical products and therapy date. Detail of product: ref: (B)(4) lot: 2029079 (alloclassic sll rev stem 4), ref: (B)(4) lot: 2119241 (sulox-head 28 s 12/14), ref: (B)(4) lot: 2079538 (alloclassic csf insert 68/28) . The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to cup loosening and infection.